Event description:
It was reported that a pta dilatation balloon would not deflate. The balloon was removed from the pt while still inflated. There was no report of pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The investigation is currently underway.